Manufacturer narrative:
(B)(6). Device not returned.

Event description:
The patient stated that he received an erroneous result when testing with coaguchek xs meter serial number (B)(4). The patient measured a value of 4.3 inr when testing with the meter. The patient had a sample tested in the laboratory using a recombiplastin method, resulting as 3.1 inr. The time between measurements was not known. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment based on the meter result. The patient is in stable condition. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is weekly. The patient does not have anemia or antiphospholipid antibodies. The patient does not use heparin or direct thrombin inhibitors. The patient has had no changes in diet or medication. The patient does not have a special or unusual diet. The patient has had no bleeding or bruising. The patient's product was requested for investigation and replacement product was sent to the patient. Retention test strips (lot 281241-21) were tested in comparison to the master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. The patient's meter was returned for investigation. The returned meter was measured with retention test strips and retention controls. Testing results (qc range = 1.9 - 2.9 inr): qc 1: 2.5 inr. Qc 2: 2.5 inr . Qc 3: 2.5 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot/qc lot. All measurements were without error messages. No information was provided that would point to a cause for the result discrepancy.